Event description:
Patient intubated with 7.5 ett from the operating room. Ett hub was loose where it connects to end of ett. Patient disconnected from ventilator multiple times (without harm to patient). The hub becomes disconnected from the ett while patients are on mechanical ventilation requiring urgent/emergent replacement with an adequate ett or creative but unsafe and unacceptable attempts (tape, ties, suture etc...) To keep the ett in place if the airway is too unstable for ett replacement.